Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted that the patient "had an unusually large coronary sinus" which the physician suspected was the cause of the dislodgement due to excessive movement of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.